Event description:
The customer received a questionable free thyroxine (ft4) result for one patient sample. The initial result was 0.04 ng/ml and was reported to the physician. The physician questioned the result and the sample was repeated. The result was 1.37 ng/ml and was reported to the physician. The repeat result was assumed to be correct. There was no adverse event. The ft4 reagent lot number and expiration date were requested, but were not provided. The initial investigation assumed incorrect sampling to be the cause. The customer was instructed to clean the probe and check samples prior to testing.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The ft4 reagent lot number was 178388 with expiration date june 2015. A specific root cause could not be identified. The field service representative checked the analyzer and ran performance testing which was acceptable.